Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under local anesthesia. According to the complainant, 2cc of hydrogel was injected and it flowed to the bottom of the prostate and the bladder side and did not spread as usual. Reportedly, the patient has a distinctive anatomy and small prostate so the gel does not spread easily. There were no patient complications reported as a result of this event. The patient received radiation therapy.